Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead was showing episodes of far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.